Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during dwell 2 was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient (hp) stated that one of the supply bags fell and disconnected from the supply line and now the hc is alarming with a se# 2240. The batch review was not performed because the lot number is unknown. Label review was not performed no user error was suspected. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during therapy, in dwell cycle 2. The patient stated that a supply bag fell and disconnected from the supply line. (B)(4) explained that the system error indicated a large amount of air had entered into the disposable set, and had the patient cycle power. (B)(4) then had the patient close all the clamps and remove the set and bags to start over with new supplies. No injury or medical intervention was reported.